Event description:
The surgeon required the use of the o-arm imaging device during surgery. The device was placed around the patient during the surgical case without difficulty and images were obtained. After the images had been taken, staff attempted to open the device, but the device had no power and would not open. Staff checked all of the cables/cords and all were plugged in. There were no obvious defects, frays, or other indications that the device should not be in full operational status. Biomed and the manufacturer's rep were contacted. The medtronic support staff member came to the or and also was unable to troubleshoot the device. He used a wrench to manually open the o arm and remove the device from the surgical field. The sterility of the surgical field was maintained and there was no harm to the patient. Per the md and the or staff, the patient did not incur extra anesthesia time and there were no problems with the images obtained by the o-arm device. This particular piece of equipment is less than one year old. However, the staff operating the equipment and the physician using it are very familiar and experienced with this type of device. The medtronic rep that came to the or during the case commented that they have seen this kind of problem before and that "you may have a lemon."